Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced infection and erosion. Subsequently, the patient underwent a revision procedure and this system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced infection and erosion. Subsequently, the patient underwent a revision procedure and this system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation concluded that infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.